Manufacturer narrative:
Concomitant medical products: product ID 8780 serial# (B)(6) implanted: (B)(6) 2019 explanted: (B)(6) 2020 product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep and confirmed by the physician. It was reported that the catheter was twisted multiple times between the connector and collet.

Manufacturer narrative:
Other relevant device(s) are: product ID: 8780, lot/serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: catheter, ubd: 08-aug-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving 250 0mcg/ml of fentanyl at 307mcg/day, 7.5mg/ml of ketamine at 0.92mg day, and 15mg/ml of bupivacaine at 1.847mg, via an implantable pump. It was reported the patient started having therapy issues about four months earlier. The patient was receiving inadequate relief. Both of the patient's physicians suspected the patient was a twiddler of the pump. The patient flipped their pump repeatedly and there was no csf (cerebrospinal fluid) flow from the cap (catheter access port). The physician was unable to access the cap port to do a dye study in the office. The pump segment of the catheter was replaced. The explanted portion was discarded. Csf was observed after the pump segment was replaced.